Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the keypad was lifted. Review of the event history log showed that the pump had past occurrences of system fault 41541; however, the error code was not able to be duplicated during the investigation. Based on the investigation, the complaint allegation for displaying error code 41541 was not confirmed. The investigation did find the keypad to be faulty and the keypad was replaced. Updated: device evaluated by MFR and adverse event problem.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed error code 41541 and a faulty keypad. There were no injuries or adverse events reported.